Event description:
During a laparoscopic cholecystectomy the clips were not forming properly and were not closing fully at the proximal end of the clip. The device was from a lap chole kit. The procedure was completed with a similar device. There was no patient consequence.